Event description:
Left iliac artery stenosis performed on 4/9/98. Angioplasty performed to relieve claudication. On 4/15/98 repeat arterigraphy was performed due to recurrent symptoms and obvious decreased pulses on the left. 4/15/98 arteriography identified a large piece of material almost totally obstructing the left proximal common femoral artery. On 4/16/98 an embolectomy and patch angioplasty of left common femoral artery was performed. A hemastop was found in the tract, external to the artery. Foreign body was removed. Embolectomy had the appearance of hemastop material.